Event description:
During a cardiac catheterization, when getting access with the glidesheath (introducer for the wire) it was noticed that at the diameter where the wire goes in was leaking a small amount of blood. The sheath was not replaced during the case, the case continued and patient did fine with no complications.